Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17306. It was reported that the patient presented with high pacing impedance on the right atrial lead, leading the physician to suspect the lead was dislodged. An x-ray then revealed that both the right atrial and right ventricular leads were dislodged and twisted in the pocket. The leads were repositioned, but the impedance was high when connected to the pacemaker and when connected to the pacing system analyzer, so the leads were explanted and replaced. There were no patient symptoms or consequences.